Event description:
The customer reported via telephone call that there was a hospitalization due to high blood glucose. The customer reported that while changing the site, the cannula remained in the body and the tubing and cap came off. The customer put the cap back on and became sick later that day. The blood glucose went up to 483 mg/dl and the customer went to the emergency room and found that the infusion set had not been locked. The customer changed the infusion set and treated with a bolus. The blood glucose reading at the time of the call for an ambulance was 484 mg/dl. The customer was treated with manual injections. The customer did not recall an alarm for no delivery. The customer reported that the drive support cap appeared normal and recessed and declined to check for possible site or insulin issues. The customer declined to check settings and was unable to perform a high pressure test. The customer reported that she would be seeing a diabetes educator regarding these issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.